Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic left colectomy, the handpiece did not perform hemostasis satisfactory responsible for intra-operative bleeding leading to loss of time to achieve careful bipolar hemostasis (a gesture not necessary if it was functional). Procedure time was extended.

Event description:
According to the reporter, during laparoscopic left colectomy, the handpiece did not perform hemostasis satisfactory responsible for intra-operative bleeding leading to loss of time to achieve careful bipolar hemostasis (a gesture not necessary if it was functional). Procedure time was extended and they were forced to use a non-medtronic brand forceps under coelio.

Manufacturer narrative:
Additional information: g3 correction: notified date and b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic left colectomy, the handpiece did not perform hemostasis satisfactory responsible for intra-operative bleeding leading to loss of time to achieve careful bipolar hemostasis (a gesture was not necessary if it was functional). The procedure time was extended.